Event description:
It was reported by the patient that the previously working remote monitor was not receiving power. It was further noted that the pertinent electrical outlet was verified to be active, and that the monitor had transmitted in the past. The monitor was to be returned by the patient, and the patient was referred to the clinic for the replacement as well. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the previously working remote monitor was not receiving power. It was further noted that the pertinent electrical outlet was verified to be active, and that the monitor had transmitted in the past. The monitor was to be returned by the patient, and the patient was referred to the clinic as well. No patient complications have been reported as a result of this event. It was further reported that the monitor had been returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the power connector was loose and detached. The unit was unable to power up due to this condition.